Event description:
The customer reported a ventilator was not going into standby sometimes during set up. The customer reported the device issue was found during device set up. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Philips remote service engineer (rse) advised the customer to perform the flow accuracy test in the performance verification test (pvt) to see if flow sensors were out of specification. Additionally, the rse advised the customer to replace the flow sensor assembly if they needed to correct the issue. The customer reported he would troubleshoot the issue and call back for further assistance if needed. Multiple attempts were made to obtain information regarding the device repair and operational status with no response from the customer. If new information is received, a supplemental report will be submitted.